Manufacturer narrative:
Further investigation is being conducted and the information will be included in the final report. (B)(4).

Event description:
It was reported to gore that a gore (tm) viabil (tm) biliary endoprosthesis have been migrated after implantation in the patient's biliary. Due to the migration the medical device was explanted without any complications for the patient.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications.